Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when checking the balloon, it inflated well but they couldn't remove the entire eppi. They had to press on the balloon to empty it completely.

Manufacturer narrative:
The lot number provided by the customer is not a valid lot number. It is believed by the manufacturing site after reviewing the lot tracking system, that the lot number should be 22b085fhx, not 228085fhx, as this is a 6fr pead foley catheter order. The device history record (DHR) review for lot 22b085fhx showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause or implement any corrective action. If a sample is received later, this complaint will be reopened, and the investigation updated to reflect our findings. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.